Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1gram, intraperitoneal and every 5th day) and ceftazidime injection (1 gram, intraperitoneal and once daily) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that the cause of peritonitis was due to break in aseptic technique (not further described). The antibiotic treatment was ongoing and was prescribed for 14 days. At the time of this report, the patient has recovered from the peritonitis event but was still in the hospital and will be discharged once antibiotic is completed. It was reported that the patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.